Event description:
Service required error code r2052 (hvm anterior defib stuck high test failure) was received on the customer support helpline queue. Customer care called the patient for troubleshooting and was able to clear the code by rebooting the system. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Kmt engineering evaluated the returned therapy cable and observed it to be functional with no issue on the performance . Will continue to trend for future occurences.